Event description:
It was reported that foreign matter was found in the patient, one week post-procedure. The greenfield vena cava filter was successfully deployed in the patient with no issue noted. The patient returned one week later complaining of pain in the groin. The physician found a foreign body in the right femoral artery, overlapping into the vein. The foreign body is approximately 5-6 inches long. It was removed from the patient without further incident, and the patient is fine with no further complications. The vena cava filter remains in place. No further information will be provided regarding the deployment procedure.

Manufacturer narrative:
.